Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Healthcare professional reported right side "gel leakage, rupture." Device was explanted.

Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel leakage, rupture."

Event description:
Healthcare professional reported right side "gel leakage, rupture." Device was explanted.